Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the sixth firing of the device with a blue reload and peri-strips, the device fired fine. After removing the device from the patient it was noticed that one side of the reload was lifted out of the jaw of the device. This occurred after the final firing of the case, so no additional devices were pulled for the procedure. There were no adverse consequences for the patient.